Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on march 29, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced granulation tissue at abutment site, subsequently the patient underwent revision surgery on (B)(6) 2017, in order to place an internal magnet.